Manufacturer narrative:
The device was returned. Prior to the device evaluation, the olympus scope was sent to an independent laboratory for culture testing. All channels were tested and less than one (1) colony forming units of microorganism was identified. Based on the findings, it was concluded by the independent laboratory that the results are in conformance with the requirements. Three good faith efforts were performed to obtain the cds (cleaning, disinfection and sterilization) checklist from the customer. However, no response received. The returned device was inspected and there were no findings. The device was returned to the customer without any repair. The investigation is ongoing. A supplemental will be submitted on completion of investigation or if any additional information is available.

Event description:
The customer reported to olympus, the evis exera lll gastrointestinal videoscope tested positive for an unexpected contamination. The issue was found during a routine culture of the scope. The hygiene microbiological investigation report from the customer, indicated the channels of the scope were cultured. The air/water channel tested positive for two (2) colony forming units (cfu), per hundred milliliter (ml) of champignons filamenteux. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.